Event description:
The pt reportedly was seen for eval. At that time, it was verified that the external equipment was functioning. Testing performed confirmed that the pt's c1 device was no longer functioning.